Manufacturer narrative:
Upon receipt, the analysis demonstrated that the integrity of the lead was compromised due to abrasion of the lead's insulation. In addition, the analysis revealed a conductor fracture close to the lead tip. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continuous mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or mfg problem.

Event description:
An egm showed noise on this lead while upgrading the pt to an ICD. The physician thought the lead might have been fractured. There was no sign of noise on the egms and follow-ups with the previous device, so the issue is believed to have occurred during the upgrade. There are no adverse events reported for this pt. (B)(6). On (B)(6) 2011 - based on the analysis findings of lead fracture, this event is now considered a reportable event.